Event description:
The surgery center reported suction loss (after the laser fired) with 1 patient interface (pi). The issue was discovered after patient applanation. The procedure completed successfully. No patient injury and/or did the patient require surgical intervention.

Manufacturer narrative:
Additional information: UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) product lot cp01985 was received inside a bag and it was evaluated. Three (3) components (applanation lens, suction ring assembly and syringe) were received with the sample. Visual inspection of the pi unit under microscope found the returned sample had white residues on the inner and outer side of the cone lens. The pi cone lens was cleaned. Visual inspection was performed after pi cone lens cleaning and no manufacturing defects were observed in the returned sample. The suction ring was visually inspected and no assembly damages were observed. In addition functional and dimensional tests were performed as required with acceptable results for the sample received. The functional clip inspection was performed and the clip properly disengaged the left lever handle by applying light pressure on the suction ring assembly. The gripper assembly passed functional clip inspection. The reported complaint was not verified and there were no manufacturing issues or product quality deficiency based on the analysis of the returned sample. A manufacturing record review for the patient interface (pi) intralase procedure pack was performed; no associated deviations or non-conformity were generated during the manufacturing process. The review of the manufacturing process and/or the materials in amo change control system shows that no changes were implemented with this lot or close to the date when this lot was manufactured. A review of the manufacturing controls show the instructions require 100% cleaning and inspection of the cone and cap. The operators visually inspect cone surfaces for particulates, smudges, stains, imperfections, damage and deformation. The documentation shows that all intralase procedure packs in this production order were released within specification when this manufacturing lot was completed. All pertinent information available to abbott medical optics has been submitted.